Manufacturer narrative:
Gtin: (B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor became stuck in the inserter. The inserter became compromised as the doctor attempted to impact the anchor in place which resulted in the inserter prematurely releasing the anchor before it had been placed at the appropriate depth.

Manufacturer narrative:
The product was not returned for investigation; therefore, the reported failure mode was not confirmed. Alleged failure: anchor became stuck in the inserter. Probable root cause: design: anchor/inserter too large to insert into cannula. Anchor/inserter has difficult sharp/geometry which impedes insertion manufacturing. Anchor/inserter not manufactured to specification. Anchor/inserter not assembled to specification. Application: excessive force. Off angle insertion provides insertion instructions and warnings. The failure mode will be monitored for future reoccurrence. Mfg date: apr 28, 2016.

Event description:
It was reported the anchor became stuck in the inserter. The inserter became compromised as the doctor attempted to impact the anchor in place which resulted in the inserter prematurely releasing the anchor before it had been placed at the appropriate depth.